Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was noted that three segments of the lead were returned with damage likely induced during the explant procedure. However, no damage consistent with the allegations was noted on any of returned sections. No further testing was able to be done due to the explant-related damage. Laboratory testing was unable to reproduce the reported clinical observations.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report will be updated.

Event description:
Boston scientific received information that this device and right atrial (ra) lead exhibited high thresholds and loss of capture. Subsequently, this ra lead was extracted. No additional adverse patient effects were reported.